Manufacturer narrative:
(B)(4). Upon further investigation, it was discovered that baxter does not have reporting responsibility for this product.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an administration set in which the drip was not controlled when being administered. It is unknown when the process step of this condition occurred. There was no patient involvement or medical intervention necessary. No additional information is available.